Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was left unplugged and had gone into low battery. Technical services (ts) recommended charging the batteries at least 8-10 hours but said a full 24 hours would be best. The site representative then stated the system indicated that it was charging and the battery level indicators were not red. However, a medtronic representative later corrected the initial report and reported that the battery charge lights were red and were still red after 24 hours of being plugged in. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: a manufacturer representative (rep) went to the site to test the equipment. It was found that the power converter failed, which resulted in drawing down the batteries below their recharge point. The batteries and power converter were subsequently replaced. The batteries were discarded. The rep homed all axes and checked the generator operation. The imaging system then passed the system checkout and was found to be fully functional. Device evaluation: device evaluated by MFR: the power converter was returned for further evaluation; through visual/physical examination and functional testing, the reported issue was confirmed. The power converter enclosure failed the bench test. The q28 transistor was found to be shorted. Analysis determined that there was an electrical failure with the returned power converter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.